Event description:
It was reported that during a procedure performed by dr (B)(6), on (B)(6) 2014 the tips of all three reform drivers broke off in the head of the screws during insertion. Two of the screws were fully seated and remain implanted in the pt with the tip of the c2019 custom reform drivers still in the screw head. The third screw was not fully seated and was removed and replaced. There were other drivers in the set readily available to complete the procedure with no significant delay.

Manufacturer narrative:
(Serious medical events) - retained foreign object, as tip of driver remains in the head of the screw implanted in the pt. Engineering eval of the returned driver concluded that the driver was not fully threaded into the implant at the time of fracture. This conclusion was determined from visual examination of the hexalobe tip at point of fracture. Had the driver been fully threaded into the screw, the fracture would have left no trace of the hexalobe feature. In all instances, a remnant of the hexalobe is visible. Review of mfg records found a total of (B)(4) pieces of this lot were released for distribution on 06/13/2014 with no deviation or anomalies. Review of complaint history found this to be the first report of this nature for this part/lot. As this is the first report of this nature for this part number, and the root cause is attributed incomplete assembly into the implant, the need for corrective action was not indicated. This report is number 3 of 3 MDR's filed for the same event (reference 3005739886-2014-00059 / 00061).